Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device start to fire staples and cut and then got stuck? Of did the device get stuck and not fire (no staples deployed or cut line started)? Did the knife return to the home position? How was the surgery completed? Response from the affiliate: I have no further information on this complaint report. The analysis results found that the ntlc75 device was received with the anvil tip broken and with no reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection procedure, when the surgeon tried to apply the device to the lung fissure, the knife got stuck so that firing knob could not be able to push forward. The surgeon tried to force it with his palm but knob got broken and separated from the device. However, he was able to pull out the device from the patient and no harm has made to the patient. It is unknown how the surgery was completed. There were no adverse consequences for the patient reported.